Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was on pain medication and that their lead wire was coming out of the bandage. The lead was still connected the patient was just reporting that the lead wire was now visible. A second call from the patient indicated that the batteries were dead or dying. The remote batteries were changed and stimulation was set to 1.1, but the patient noted that they had undesirable bladder changes shortly after the batteries died. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.